Manufacturer narrative:
The root cause of this event is unk. No add'l info could be obtained from the customer beyond the initial observation. The info provided to ortho-clinical diagnostics, inc. May not be verified or veritable, and may be inaccurate or incomplete as reported.

Event description:
A customer observed a negative result for a pt tested with vitros (B)(6). The pt had previously been classified as (B)(6) using two different manufacturer's assays. A (B)(6) result could present a risk to public health. There was no report of pt harm as a result of this event.